Event description:
Procedure: right knee revision. Six years ago, in (B)(6), patient had bilateral pfc knees implanted. Ongoing knee pain. Right knee was revised on (B)(6) 2014. Right patella was inserted. The ps poly insert removed and replaced. Poly insert very worn on posteromedial aspect. Off label and attune patella was implanted.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product code and lot code required was not provided. It is stated in the initial product investigation request patient x-ray photocopies are not available for examination. A photograph was provided. The photograph shows a tibial insert and surgical instruments. No further observations or conclusions can be drawn based on the supplied photograph. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation draw any conclusions about the reported event based on the available information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.